Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor had a broken cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding the small grasping retractor instrument had a broken cable was confirmed by failure analysis.